Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient received a patient notifier alert. Lead noise was noted. The lead was explanted and replaced.